Manufacturer narrative:
The device, used treatment, was returned for evaluation. A visual inspection of the returned cutting block confirms all pieces of the device are missing. Only the cutting block itself was returned for evaluation. The spiked cross bar, cross bar screw, cutting block locking cam set screw, cutting block knob, smalley wave spring, pivot arm, dowel pin and indicator cam pin were not returned. This device was manufactured in 2006. This device exhibits signs of significant wear/usage. A medical investigation was conducted and confirms this case reports the peg on the cutting block broke during use inside the patient. It has not been reported whether the broken peg has been retrieved. Per complaint details, there was no patient harm and the procedure was completed without delay, using a backup device. Therefore, no further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a tka procedure, the pegs of a journey dcf ap fem cut blk 6 fell off. Instruments were inside the patient. Procedure was completed without delay, with a back up device.